Event description:
The company service engineer reported on behalf of the site that the gantry moved by itself. There was no pt involvement or injury. There were no surgeries cancelled. Additional info has been requested.

Manufacturer narrative:
The field service engineer was onsite to examine the laser system. During the service visit, the gantry motor was replaced and is in the process of being returned to the manufacturer for analysis. The device history records were reviewed and there were no unusual findings related to the complaints, the primary cause of the gantry malfunction for this laser system is believed to be related to failure of the gantry motor brakes. Once the investigation has been concluded, a supplemental report shall be submitted in accordance with 21 cfr 803.56. (B)(4).